Event description:
It was reported that a customer received an ilet pump in a damaged, unsealed box and observed the device appeared used with visible wear, dirt, a glue-like residue between the case and pump, and screen protector separation consistent with screen bezel separation; a replacement was authorized and the customer was instructed to return the reported device, with shipping coordination and label reissuance completed. Symptoms included no clinical effects. Outcomes included replacement of the device and coordination of return shipping for evaluation. Investigation included review of customer-provided information and logistics tracking for the return. Investigation of this device revealed physical damage and apparent prior wear consistent with cosmetic and enclosure integrity concerns affecting the screen/bezel area. It was concluded, based on previously established findings for similar reports, that the cause was damage in transit and/or handling prior to customer receipt.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.